Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore (B)(4); excluder (B)(4); aaa endoprostheses. After the successful implantation of the trunk-ipsilateral leg component, a contralateral leg component ((B)(4)) was implanted in the intended position and the delivery catheter of (B)(4) was withdrawn from the patient through a gore (B)(4); dryseal sheath. When the delivery catheter was completely withdrawn, the physician noticed that there was a piece of transparent material protruding from the valve of the sheath. The physician collected the piece and replaced the sheath with a new one to continue with the procedure. The physician examined the delivery catheter of (B)(4) and found that a transparent material usually attached to a catheter proximal to a distal olive (torque bump) was missing from the catheter of the (B)(4). Additionally, it seemed the distal olive was partially torn and a piece of the olive was missing. The physician looked for the piece outside the patient and also inside the first sheath by disassembling it. However, the possible missing piece of the distal olive was not found. It was reported that there was a possibility that the piece of the olive remained in the patient. The physician confirmed the patient had good pulse of the lower limbs and determined to take a wait and see approach.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. After the successful implantation of the trunk-ipsilateral leg component, a contralateral leg component (pxc141400j) was implanted in the intended position and the delivery catheter of pxc141400j was withdrawn from the patient through a gore dryseal sheath. When the delivery catheter was completely withdrawn, the physician noticed that there was a piece of transparent material protruding from the valve of the sheath. The physician collected the piece and replaced the sheath with a new one to continue with the procedure. The physician examined the delivery catheter of pxc141400j and found that a transparent material usually attached to a catheter proximal to a distal olive (torque bump) was missing from the catheter of the pxc141400j. Additionally, it seemed the distal olive was partially torn and a piece of the olive was missing. The physician looked for the piece outside the patient and also inside the first sheath by disassembling it. However, the possible missing piece of the distal olive was not found. It was reported that there was a possibility that the piece of the olive remained in the patient. The physician confirmed the patient had good pulse of the lower limbs and determined to take a wait and see approach.

Manufacturer narrative:
As the result of the engineering evaluation, the returned delivery catheter showed torque bump detachment. The ends of the torque bump appeared to be smoothly tapered down. The detached torque bump length measured 5.7cm, and met the requirements (5.5-6.0cm). Based on the length measurement in conjunction with the state of the returned torque bump, the returned torque bump is the entirety of the torque bump detached from the returned catheter. Based on the available information and evaluation of the returned portion of the products, the root cause for the torque bump detachment could not be determined at this time. The gore dryseal sheath used for this event was not returned, and was therefore unavailable for engineering evaluation. No anomaly was found on the trailing olive. The trailing olive appeared in-tact and smooth around its circumference. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to catheter breakage.